Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue, and found that the blood detection tube was having issues. To fix the issue the fse replaced the blood detection tube, then checked the functionality, which was found to be ok. Handed over the unit to the customer in working condition. A supplemental report will be submitted upon completion of our investigation. The full name of the event site in was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a leak in the iab circuit. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), g1(contact person).